Manufacturer narrative:
(B)(6). The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
An anterior cervical discectomy and fusion (acdf) was performed, with trinica select plate and cage implanted. During the surgery, the locking cap of the 40mm trinica select plate loosed, failing to lock the screws. Then a 38mm plate was chosen and implanted. The same screws were used when the plate was switched.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Only the plate was returned; the middle locking cap that became detached from the plate assembly was not returned for evaluation. There were no malfunctions detected on the plate. A review of the manufacturing records did not identify any issues which would have contributed to this event. A supplemental will be filed should the locking cap be returned for evaluation.